Manufacturer narrative:
As per the report, "customer called regarding 2 mph3540 meters. They stated that within last 1-2 weeks, both meters have stopped turning on completely. They have changed the batteries and tried a new bottle of test strips, with no improvement. Looking to get replacement meters sent. Could not resolve." The product was being used at health fairs to provide multiple patients with blood glucose screenings. However, at one event, the meters had stopped working, and no attempt resolved the issue (changing to new batteries, pressing the buttons, inserting a new test strip). It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per the report, "customer called regarding 2 mph3540 meters. They stated that within last 1-2 weeks, both meters have stopped turning on completely. They have changed the batteries and tried a new bottle of test strips, with no improvement. Looking to get replacement meters sent. Could not resolve."